Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) pace impedances. It was reported that the measurements were greater than 2,000 ohms. There was also an increase in pacing thresholds. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned and the ICD was explanted and replaced. No further adverse patient effects were reported.